Event description:
During verification testing at the service center, unrestricted flow was noted, the device did not alarm when a distal occlusion and when a proximal occlusion were present, and it wa noted that the ground prong on the ac power cord plug was missing.

Manufacturer narrative:
During testing, the device had unrestricted flow and did not alarm when a distal occlusion was present. These were due to the door post latch that was pulled out and bent which did not allow the device door to engage correctly and close. The cause of the pulled out and bent door post latch was misuse in the customer environment. The device did not alarm when a proximal occlusion was present. This was due to the proximal pressure sensor calibration was out of spec. The proximal pressure value was 1248 acd. Proximal pressure spec requires 500 adc +/-50. The cause for proximal pressure sensor calibration being out of spec could not be determined. The ground prong on the ac power cord plug was missing. The probable cause for the missing ground prong on the ac power cord plug is use in the customer environment. If the ac power cord is attempted to be removed from an outlet by pulling at an angle, it is possible to damage and break the ground prong. A calibrated tubing set was used of testing per the device release specs. This report represents all the info known by the reporter upon query by hospira personnel.